Event description:
A customer reported via phone call indicating that their sensor was damaged. The patient's blood glucose was unknown at the time of the call. The customer was sent a new sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.